Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Missing information was not available at the time of this report. Patient weight is unknown.

Event description:
Patient reported disesthesia (numbness / tingling) with right index finger and thumb after her second miradry treatment. It affected writing. No note of any muscle weakness. Patient was followed for many months with some improvement noted. Approximately one year after treatment, patient was seen by a neurologist; report confirmed mild neuropathy. Treating physician stated that effect may take a long time to resolve but should go away.

Event description:
On 01/04/2017, clinic forwarded email from patient stating she was informed during a neurologist evaluation on 12/13/2016 that her reduced right hand sensitivity is permanent due to neuropathy resulting from the second miradry treatment in (B)(6) 2012.

Manufacturer narrative:
Temporary altered sensation in the fingers is a known inherent risk of the procedure and documented in labeling. This is the first known report of permanent nerve injury. The issue is being tracked and trended. Corrected from other serious (important medical events) to disability or permanent damage.